Event description:
It was reported that the pump battery is no longer charging. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.